Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and the adapter converter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of a odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. No load was affected in this event. The customer was advised to discontinue use of the unit until the unit is repaired. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are within acceptable limits. The sra was reviewed for odor/smells and the risk is determined to be ¿low.¿ the catalytic converter adapter was returned for evaluation. A visual analysis was performed and it was noted the threads and adapter body were cut preventing a good seal with the catalytic converter. The reason for the return was confirmed. The catalytic converter was returned and tested. Oil mist was observed. The reason for the return was confirmed. The assignable cause was due to the catalytic converter and the adapter. The reported issue was resolved at the customer facility. The issue will be tracked and trended.